Manufacturer narrative:
Section a4 and a5: unknown/ not provided. Section b3: date of event: unknown, information not provided. Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that intraocular lens of both eye were explanted and replaced with a new non j&j toric intraocular lens. No injury or medical intervention is required. The patient's condition is stable. No further information was provided. This report will capture patient's right eye explant. Another report will capture patient's left eye.

Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes. Section d-9: device date returned to manufacturer: april 17, 2025. Section h-3: device evaluated by manufacturer: yes. Device evaluation: visual inspection of the complaint device reveal that the lens was received inside a sealed non-johnson & johnson pouch stuck to a piece of paper. The lens was removed from the tape it was received and it was coated in viscoelastic residue and tape residue. The lens was cleaned and inspected and damage on the edge of the lens was observed. No further issues were identified. The complaint issues were not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to the manufacturing or design process. Based on the product evaluation, the complaint issues could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. Based on the complaint investigation results, the product was released within specification. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.